Event description:
A healthcare professional reported that a hahn tapered implant failed to osseointegrate. The patient's bone quality type is d3 and the patient's oral hygiene is not reported. On (B)(6) 2024 the patient presented for a primary procedure on tooth #7. The patient returned on (B)(6) 2024 after healing cap placement. The provider stated while unscrewing out the implant healing cap to check ref, the implant came out together with the healing cap, during this process the patient complaint of pain. The provider reported that the implant also lacked primary stability and was removed. A bone graft surgery was performed, and socket was rinsed with saline solution. Osteogen plug was placed on grafted site. It was reported that the patient's symptoms resolved after implant removal. Current patient status is reported as good. No other issues were reported.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).